Event description:
It was reported that during a routine follow up visit, this right ventricular (rv) lead exhibited high pacing thresholds. A lead revision procedure was performed, and the rv lead was repositioned. The lead remains in service. No additional adverse patient effects were reported.